Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Company representative reported pump administered a bolus without being manipulated by the patient on 3 occasions. Boluses are located in the history of the pump. Company representative stated patient presented with hypoglycemia of 60 mg/dl, and 70 mg/dl; treated by eating carbohydrates of quick absorption. The mother of the patient indicates that the pump has been delivering more insulin than it should. It has administered insulin bolus without ordering them that have caused hypoglycemia to the patient. No adverse event reported; did not need third party attention. Requested return of the alleged pump for evaluation and replacement was sent.